Event description:
It was reported that an unspecified quantity of em2400 valve sets leaked at port 2. The issue was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Event date: this was occurred during an unspecified date of (B)(6) 2022. The lot was manufactured between november 11, 2021 and november 16, 2021. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.